Manufacturer narrative:
This incident was reported by a distributor. All available information has been included in this report. On-going attempts to follow up with the distributor for additional information regarding the details of this event are being made. Reference manufacturer report: 3006524618-2012-00091.

Event description:
A distributor reported that during an arthroscopic procedure, the physician (B)(6) was reportedly utilizing a dyonics rf-s whirlwind 90 degrees probe (lot number: unknown). Post-operative, the physician observed a blister on the forearm of the patient. The burn corresponded to the same side of the body as the surgical site. The physician indicated he used proper outflow tubing during the procedure, which would have prevented any hot saline egress from the wand. The patient's burn was treated locally and no further patient complications were reported as a result of this event.